Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the 8mm force bipolar instrument tip broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .